Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. It was reported that the right ventricular (rv) lead exhibited a spike in thresholds, high thresholds, oversensing, noise, high ventricle to ventricle counts. The implantable pulse generator (ipg) system was explanted and replaced with an leadless implantable pulse generator (ipg) . No further patient complications have been reported as a result of this event.